Event description:
Caller reported a minimum fill notification. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.